Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp0890 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that PICC "fractured" at the 2cm mark after a 24 hour dwell time. The external length of the PICC was 7cm. It was stated that the fracture caused leakage of blood. A new catheter was placed.